Manufacturer narrative:
No product was returned. The exact lot number was unk; however, the customer reported that the product was from one of two lots, 3166727 or 3235283. Review of the device history records confirmed the subject lots (3174635 and 3147206) both met mfg requirements prior to shipment. The mfg and use by/before date are as follows: lot 3174635: mfg date: 08/01/2010; use by/before date: 07/31/2010. Lot 3147206: mfg date: 06/01/2010; use by/before date: 05/03/2011. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic systems appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a seal tray containing the angio-seal components. The angio-seal is labeled sterile.

Event description:
It was reported following a percutaneous peripheral intervention (ppi) procedure on (B)(6) 2011 with an 8mm smart stent placed in a left external iliac artery (leia), a 6f angio-seal sts plus was selected for closure. A pre-deployment angiogram revealed a left common femoral artery (lcfa) puncture with no calcification, and the lumen diameter for the puncture artery was 7.0mm. The physician decided to seal the puncture site using the angio-seal instead of manual compression because the stent was located just proximal to the puncture site. After deployment, blood flow of a lower extremity was weak and an echo was performed the following day and the anchor was visually confirmed, however, blood flow remained weak. On (B)(6) 2011, the pt was discharged from the hospital. On (B)(6) 2011, the pt was readmitted to the hospital, due to the absence of peripheral blood flow in the left external iliac artery. An angiogram was performed, which revealed 100% occlusion. An emergency percutaneous peripheral intervention (ppi) procedure was performed. The artery was dilated with a 7.0mm balloon and blood flow was restored. Add'l info rec'd on the (B)(6) 2011 stated: the pt is still hospitalized due to an infection, which was determined not to be related to the percutaneous peripheral intervention (ppi) procedure performed on (B)(6) 2011. The complaint product used during this event was from either lot number 3174635 or 3147206.